Manufacturer narrative:
The urea reagent lot number and expiration date were not provided. The field service engineer found that the pipe at the flushing station had a leak. He repaired the pipe. The service action of repairing the pipe resolved the issue. The cause of the event was consistent with a hardware-related issue (leaking pipe).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with urea assay on a cobas 8000 c702 module. Initial result: 0.8 mmol/l. The initial result did not match the patient's clinical diagnosis, prompting the repeat of the sample. Repeat result: 8.04 mmol/l. No questionable result was reported outside the laboratory.